Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-03691 addresses the first rotatable snare. It was reported to boston scientific corporation on (B)(6) 2012 that two rotatable snares were used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2012. According to the complainant, the snares cauterized but would not cut through the tissue in the patient¿s descending colon. It was reported that the snares delivered more energy than expected; however they still would not cut through the target polyps. It was reported that there was nothing about the polyps that could have contributed to the difficulties cutting. The procedure was completed with a sensation snare. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be good following the procedure.